Event description:
The patient called from the hospital to report that they had a seizure and had been admitted through the ER. At the time of their call their last blood glucose level had been 400 and that was following two days in the hospital. Patient stated that the pump was in the siren alarm mode and patient could not get it to reboot. Patient stated that they were not thinking clearly enough to remove batteries. Their physician would like the pump to be investigated. Afterward the pump rebooted and appeared to be working properly. The batteries had been removed from the pump for three days.